Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor (B)(6) expander being used in an unspecified procedure was found to be deflated during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
A video was returned for evaluation. Video evaluation summary: upon visual evaluation of the video provided in the complaint, the tissue expander was observed deflated. As the product involved in this complaint was discarded, the tissue expander couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all tissue expanders are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on mar 2 2022, it was noticed the previous report contained errors. H1. Type of reportable event was erroneously marked as serious injury. The field has been updated appropriately.